Event description:
Per the clinic, the patient experienced an infection at implant site followed by an extrusion. The patient was subsequently treated with oral antibiotics (specific date and duration not reported); however, the issue did not resolve. The device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.